Manufacturer narrative:
(B)(4). Review of angio images during implant revealed that the patient had a long and straight proximal neck. Per the calibrated catheter, the flow lumen diameter just below the renals measured 20mm (l-r). The bifurcate was brought up the left side and implanted just below the renals. The contra gate opened on the right side, and the ipsi limb was seen implanted into the left common iliac. The contra limb was placed proximally overlapping the gate 3cm, and positioned down into the proximal right common iliac artery. A limb extension was then placed on the right side; extending 1cm distal to the contra limb. At the bottom of the neck approximately 4cm below the renals (between stent rings 4 <(><<)>(><(>&<)><(><<)>)> 5), the stent graft outer diameter increased from 17mm l-r (opposed to the vessel) out to 21mm (unrestrained within the sac). Contrast injection from just above the renals showed contrast outside the stent graft along a widespread area primarily on the patient¿s left side, beginning at the top of the sac, 1cm above the level of the bifurcate flow divider, extending to the bottom of the aaa near the level of the contra gate ring. The endoleak had the appearance of a type IV blush. With the injector pulled down into the aortic body, contrast was again seen in the same location on t he left side of the bifurcate. The same result occurred after ballooning the devices. With a balloon inflated within the contra gate, occluding flow on the contra limb distal to the flow divider, contrast was again seen in the same location on the left side of the bifurcate. This same result was again seen when the ipsi limb was ballooned distal to the flow divider. An aortic cuff was then implanted 5mm above the bifurcate extending distally to within 5mm above the flow divider. Final angio showed the continued widespread endoleak blush on the left side of the bifurcate at the top of the aaa (near the distal end of the cuff) down to the level of the gate ring. The exact type and cause of the endoleak could not be determined. This appears most likely to have been a type IV, but cannot rule out a type iii fabric. Interrogation of the endoleak by ballooning and occluding distal to the flow divider (on both limbs), and after implanting the aortic cuff, confirmed that the endoleak source was most likely coming from the distal 1cm length aortic body between the bottom of the neck/cuff and the flow divider. A proximal type I endoleak from the long and straight neck would be less likely; however pre-implant CT¿s were not available for review and complete assessment of the patient¿s anatomy. The endoleak seen immediately after implanting the aortic cuff was also most likely a type IV blush.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter abdominal aortic aneurysm. The aortic neck was 21 mm in diameter with a length of 33 mm and no angulation. It was reported that after the placement of the 25/16/166 endurant bifurcated stent graft and the 16/16/93 contralateral stent graft as well as an extension to the 16/16/82 contralateral limb extension the physician preformed a series of ballooning with reliant balloon. When the physician performed the final angiogram with contrast fluid an endoleak was detected that seemed to originate from the wide section of the main device, near the bifurcation. After additional ballooning the physician placed a 25/25/49 endurant cuff in the main device in hope of sealing what was believed to be a type iii fabric endoleak. After another angiogram the endoleak remained and the physician decided to end the procedure. It was reported that approximately two weeks post index procedure a CT scan was performed and the endoleak was resolved. No other intervention was required. No additional clinical sequelae were reported and the patient is fine.